Event description:
The customer's mother reported that the paramedics were called due to low blood glucose levels and seizures. The mother also stated that the customer's diabetic educator wanted the insulin pump replaced. Found button error and failed battery test alarms in the alarm history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarms due to corroded buttons on the keypad trace.